Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and console arrived in house and it was observed that the blue purge retainer had broken off of the console. Complaint cause is due to console purge disc retainer being broken off of purge assembly. This can happen due to the repeated horizontal force the retainer is subjected to when staff attempt to insert purge discs. Complaint cause is due to a broken purge disc retainer. This is likely due to the wear and tear of the plastic component as well as additional unnecessary force when inserting the purge disc into the purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by exchanging the console. The patient ultimately expired as care was withdrawn, there is not enough information to exclude the impella device as an associated factor in the patient's demise.